Manufacturer narrative:
Details of the complaint on 12/18/2017, (B)(6) reported the cns-6201a (pu-621ra sn: (B)(4) would not boot up into windows. Customer had shut down the cns to install a second monitor and upon booting the unit back up, cns was stuck at the black loading screen with message "please wait." Service requested customer requested part number for a new hdd since it worked when he swapped hdd's. Service performed black hard drives were sent to the customer. Nka support assisted customer in rebuilding the hard drive. Investigation result the cns was placed into service on 02/27/2016, which is approximately 22 months prior to the reported issue. The cns/hdd was not returned and no nka evaluation was performed. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. It is important that the failed drive be replaced to prevent a complete system failure that would occur if both drives fail. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Customer's maintenance information on this device is not available. A review of device history found no previously reported issues with the unit. Per nkc DHR, the unit (pu-621ra sn: 2034) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by a deficiency in the manufacturing of the device. Hard drive's age was approximately 22 months at the time of failure. The root cause could not be confirmed as unit was not evaluated at nka and customer's maintenance history is not available. Unit has no prior history of hdd/boot up issues. Customer was able to resolve the issue by replacing the failed hdd and allowing raid to rebuild. No further reported issues with hdd. Review of tickets opened at customer facility found no other cns boot or hard drive issues. This issue is not suspected to be caused by deficient design and no adverse trend is suspected for this unit. Correction: approximate age of device: incorrectly calculated.

Event description:
The customer reported that the central nurse's station (cns) would not boot up into windows.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) would not boot up into windows. The customer said they shut down the cns to install a 2nd monitor and when he tried to boot it back up it gets stuck at the black loading screen and says, "please wait" but never moves past that point. He verified that he shut the cns down properly by doing it through windows. Nihon kohden technical support advised the customer to try to power off the cns and swap the hdd's to see if it's a hdd issue. After the customer performed this troubleshooting step, he determined that the hdd's were in fact the cause of the issue. Nihon kohden technical support advised the customer that since this unit is still under warranty, and that he would be provided with a blank hdd.

Event description:
The customer reported that the central nurse's station (cns) would not boot up into windows.